Event description:
A malfunction alarm was reported on the pump due to a momentary power loss to the vibrator motor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and was instructed to continue using the pump and contact support if the issue recurs. The issue did not reappear after the reset.